Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance on the non-boston scientific right ventricular (rv) lead, measuring 157 ohms. It was noted there was no observations of noise. Additionally, the non-boston scientific right atrial (ra) lead had some intermittent spikes however, measurements were within range. Technical services discussed possible causes and lead troubleshooting. The plan is to bring the patient in for further investigation. At this time, the ICD and non-boston scientific rv and ra leads remain in service. No adverse patient effects were reported.